Manufacturer narrative:
The lvad was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient presented to the clinic with chest pain and shortness of breath associated with alarms. The device history showed multiple low voltage advisory, low speed advisory and low speed hazard alarms, as well as pi events and associated power elevations. A CT scan was completed and the results suggested a thrombus in the outflow graft. The patient underwent a pump exchange and partial outflow graft exchange on (B)(6) 2013. The outflow graft was cut just above the bend relief where the suspected thrombus was visualized on the CT scan. There was no thrombus visualized on the CT scan. There was no thrombus visualized on the innards of the outflow graft or pump; however, there was a large deposition wedged in between the outflow graft bend relief and the outflow graft.